Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #:(B)(6); product ID: bi71000171, UDI#: (B)(4) are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and upon arrival it was found that system would work in 2d mode but would not perform a 3d spin and got a message saying early termination of the 3d scan has occurred. After hours of troubleshooting and reviewing the logs, it was found that a bad connection at the detector interface was the issue. Representative reseated all connections from the gpio board to the detector interface and issue was resolved. Performed system checkout and returned to service. B01, c07, d02, g07001 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that site getting an early termination message. As a troubleshooting step changed from handswitch to footswitch- no resolution. Restart, changed power outlets, performed 3d scan - no resolution. Logs have a message stating that the deadman switch is released (this was when they use the footswitch or handswitch). Pressed yellow button to see if rotor could move a bit more than - no resolution. Manual door opening with ratchet - no resolution. Rep does not see and debris inside the system at the time. Rep can perform a 2d scan just not any 3d scans. Does not feel that the handswitch or footswitch connection was loose as well. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.